Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a bariatric surgery. The surgeon used a device during the procedure and the patient allegedly experienced inter alia in an infection which subsequently led to pain and suffering as a result from the device used.